Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018. The reported low transmitter battery was not confirmed. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data log review. The probable cause was determined to be a transmitter timer not advancing. No additional patient or event information is available.